Manufacturer narrative:
This issue is deemed a reportable event since the malfunction "flow sensor calibration fails" can lead to a delay in the therapy since the ventilator cannot be used. Another ventilator must be made available. The root cause cannot be determined. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above.

Event description:
The report say: on (B)(6), 2020, when the ventilator was used for the patient, the flow sensor alarm occurred and the ventilator could not be used.